Event description:
It was reported that a perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed using intracardiac echo (ice) imaging and conscious sedation. A watchman double curve access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected for use. The physician deployed the 27mm closure device in the laa, a tug test was performed and the closure device shifted. At that time the patient stated that he was having chest pain/discomfort. A partial recapture was then performed to bring the closure device more proximal. The physician deployed the closure device a second time, tug test was performed and again the physician had to do a partial recapture to bring the device more proximal. The physician deployed the closure device a third time and at that time the patient started showing signs of cardiac tamponade. A contrast injection was done, and the physician noted a pericardial effusion. The closure device met position, anchor, size and seal (pass) criteria and was released. A code was called, and a pericardial drain was placed. Approximately 550ml of blood was drained and 400ml was auto transfused, with 150ml lost. The anesthesia physician intubated the patient, and the patient was stable. The patient was transferred to a critical care unit, but the bleeding never stopped. The patient was transferred to the operating room for surgery to repair the perforation. The laa and the closure device were also removed at this time. The patient was discharged and is expected to make a full recovery.

Manufacturer narrative:
B5: updated. H6: patient code added.

Event description:
It was reported that a perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed using intracardiac echo (ice) imaging and conscious sedation. A watchman double curve access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected for use. The physician deployed the 27mm closure device in the laa, a tug test was performed and the closure device shifted. At that time the patient stated that he was having chest pain/discomfort. A partial recapture was then performed to bring the closure device more proximal. The physician deployed the closure device a second time, tug test was performed and again the physician had to do a partial recapture to bring the device more proximal. The physician deployed the closure device a third time and at that time the patient started showing signs of cardiac tamponade. A contrast injection was done, and the physician noted a pericardial effusion. The closure device met position, anchor, size and seal (pass) criteria and was released. A code was called, and a pericardial drain was placed. Approximately 550ml of blood was drained and 400ml was auto transfused, with 150ml lost. The anesthesia physician intubated the patient, and the patient was stable. The patient was transferred to a critical care unit, but the bleeding never stopped. The patient was transferred to the operating room for surgery to repair the perforation. The laa and the closure device were also removed at this time. The patient was discharged and is expected to make a full recovery. It was further reported that cardiac arrest occurred.